Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failing and the user was unable to recover it. The customer stated that malfunction was affecting 3.2, auxiliary 5.2 auxiliary 6.2, auxiliary 7.1 and auxiliary 7.2 drawers. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was found to have a broken c-channel rail preventing it from releasing and opening, and the latch sensor was ripped. A field service engineer (fse) replaced the damaged latch sensor and the broken rail near the screw area was replaced with a new c-channel, restoring proper drawer movement. After the repair, the drawer was able to open and close correctly, and the issue was fully resolved. The fse then replaced the slide rail and scanner to resolve the scanner issue. The system functioned as intended after the field service engineer repaired the device.